Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: bleeding occurred while dissecting intra-abdominal fatty tissue around a branch of the left medial colic artery and left colic artery. The procedure had been in progress for approximately 1.0-1.5 hours when the vessel sealer extend (vse) instrument was used in an attempt to stop the bleeding. Despite two sealing attempts with audible tones indicating sealing, the vessel was not sufficiently sealed, and clips were applied to successfully control the bleeding. The surgeon noted that a possible cause of the insufficient sealing was a loose cable on the vse instrument. Approximately 500ml of unexpected blood loss was noted from the left colic artery and it's branch. The patient did not require a transfusion of blood products. The procedure was completed robotically without any post-operative complications, and the surgeon has no concerns about this event causing any long-term complications.

Manufacturer narrative:
The event investigation is in progress. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. An advance energy log review was performed and showed a vessel sealer extend instrument was installed 4 times. The logs show 67 cut complete events and 6 jaw angle open events indicative of thick tissue in the jaws. The logs show 199 seal or coagulation events, with 181 events having no errors. There were 18 seal events that resulted in a high initial starting impedance error, with17 occurring during the instruments last (4th) install. The logs did not show any relevant errors.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the vessel sealer extend (vse) instrument did not seal and resulted in bleeding. The amount of bleeding or any interventions performed to resolve the bleeding are unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections d9, h3, and annex d. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis (fa) and did not confirm or replicate the customer reported complaint. The cut and seal tests were not performed as the instrument failed recognition test on 3 of 3 attempts. The instrument articulated as expected during manual articulation. The grips opened and closed properly. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. Additionally, the instrument was found to have dislodged conductor wire at the distal end. The wire is loosely hanging but not broken. The instrument passed electrical continuity test upon testing. The root cause of this failure is attributed to component failure. The instrument was placed on an in-house system. The instrument failed the recognition test. The instrument information found in the radio frequency identifier (rfid) was not detected. A review of the logs revealed a failure code indicating a recognition failure. This failure causes the seal and cut tests not to be performed.